Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this dlp pediatric one-piece arterial cannula had a cap of the introducer that was fitted backwards; hence, it does not occlude the cannula. No patient was hurt, as the defect was noticed timely. The use of the device was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Correction b5: additional review of this event showed that it was a misassembly issue prior to use, not a flow issue. Additional review of the event and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp pediatric one-piece arterial cannula, it was reported that the cap of the introducer was fitted backwards, hence, it does not occlude the cannula. No patient was hurt, as the the defect was noticed timely. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the issue was observed when seeing the cannula in the packaging.